Event description:
It was reported that one of the 2 leads of the patient¿s implantable neurostimulator (ins) system had moved into the ¿gutter¿ lateral of the spine. The patient was schedule for a lead revision where the patient¿s physician was planning to cut the lead and boot off the cut end of the lead. They were then going to seal off with medical adhesive on the open end of the lead with the boot. Follow up information received 2 days later reported that no malfunctions were seen and that both leads were removed and only one of them was replaced. The leads were not available for return to the manufacturer as they had been discarded. The patient was reported as having ¿great¿ coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. The initial MDR was filed as MFR report # 3007566237-2014-01568. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received reported that the lead was removed 2 months after it was implanted. It was stated that the lead was removed because the lead positioning was not ideal. It was noted that nothing was wrong with the lead.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that prior to the lead revision the patient had developed right lateral chest pain, which was "internal rib pain and was constant in nature." It was stated that the leads having moved to the right lateral gutter of the spinal canal were causing the pain. It was noted that all of the lead contacts were intact after having been placed and connected to the ins during the lead revision. It was noted that the patient had been taken to the post-op recovery room in a stable, satisfactory condition with no neurologic deficit or post-op pain.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).